Manufacturer narrative:
Initial.

Event description:
It was reported that the iLet touchscreen cracked after the device fell from the user¿s belt clip, rendering the screen unusable and the device nonfunctional, with no injuries reported; the device component involved was the touchscreen and the device problem aligned with a fracture. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed stress-related damage to the touchscreen consistent with a fracture event. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling. The device will no longer be watertight and the user was educated on management and syncing, with backup therapy available.